Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump screen is messed up and she cannot read the display. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the partial display. The customer did not recall any significant events leading to the partial display issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a partial display due to an open zebra connector on the lcd board. The pump was received with a corroded battery tube. The pump had minor scratches on the lcd window.